Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the lead trend data and noted a recent alert triggered at 126 ohms. The average impedance values have been in the 100-ohm range. Ts recommended increasing the out-of-range limit to 150 ohms. No adverse patient effects were reported. This rv lead remains in service.